Event description:
It was reported that this patient with an artificial urinary sphincter (aus) presented with recurring urinary incontinence. The patient needed a smaller cuff, so the aus cuff was explanted and replaced with a smaller cuff. There were no additional patient complications reported.